Event description:
The patient reported communication issues between the implant and the external equipment. The problem was not confirmed. The patient was explanted and re-implanted with a new advanced bionics spinal cord stimulator.